Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. The reported sion blue guide wire with a detached outer coil fragment were returned for investigation. Observation of the proximal side of the guide wire found that the outer coil was elongated from the proximal solder (set at 200mm from the wire tip to fix the outer coil onto the core wire) and fractured. The core wire was found fractured at approximately 150mm distal to the proximal solder. Microscopic observation of the fracture end on the proximal side of the outer coil found a relatively flat fracture surface. The fracture end of the proximal side of the core wire was found twisted due to torsion, and the fracture surface was relatively flat. Observation of the outer coil fragment found no ball tip at the very distal end of it or inner coil. Microscopic observation found that the fracture surface of the distal outer coil fragment was twisted with a flat fracture surface. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and investigation outcome, it was presumed that torsional stress was locally applied to the subject sion blue guide wire while the distal segment of the guide wire was caught due to anatomical conditions and lesion conditions. Consequently, the outer coil and core wire got fractured. The outer coil was elongated and unraveled during the subsequent withdrawal of the guide wire. It was concluded that this event was not attributed to product quality. It was also concluded that some fragment were very likely left in situ as the returned sion blue guide wire was too severely damaged and the concomitantly used manba flex microcatheter was not returned for investigation although it was informed that the detached wire fragment had been found left inside the mamba flex microcatheter. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire and a mamba flex (boston scientific) were used during a percutaneous coronary intervention (pci) for a heavily calcified chronic total occlusion (cto) from the left main trunk (lmt) to the left anterior descending artery (lad). When the mamba flex microcatheter was torqued and advanced in the tortuous segment from the lmt to lad, the distal segment of the sion blue guide wire was found unraveled. When withdrawn, the sion blue guide wire was found with its distal segment detached. It was informed that the detached wire fragment was removed as it was found left inside the mamba flex microcatheter. It was also informed that the procedure was completed with a replaced device and the patient was doing fine.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and reviewing the know similar events, it was presumed that torsion and tension generated with guide wire manipulation while the distal segment of the sion blue guide wire was trapped by the lesion might have been locally accumulated to the guide wire. Consequently, the distal coil segment of the sion blue guide wire was unraveled, fractured, and detached. Although it was concluded that this event was not attributed to product quality, it was concluded that possibility of some fragment left in site could not be completely ruled out as the reported device was not returned. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. ~ separation of the guide wire.